Event description:
It was reported that a cartridge change error occurred, there was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.